Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On an unknown date, the patient presented with valve deterioration. On (B)(6) 2018, a valve-in-valve procedure was performed with a 23mm corevalve evolut-r valve was implanted within the trifecta valve. The patient is reported to be discharged.

Manufacturer narrative:
The reported event of valve deterioration could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.